Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d284drg implantable cardioverter defibrillator, (B)(6) 2009; 4568 implantable pacing lead, (B)(6) 2004. (B)(4).

Event description:
It was reported that there was an alert sounding for a lead warning. There was oversensing, noise, increased threshold and increased impedance on the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.